Manufacturer narrative:
Visual and microscopic analysis of the returned device identified: red particles, flat creases, broken shell with sharp edge (a dimension measurement in the shell was performed which identify the thickness within specification), broken shell with sharp edge where is localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification), nicks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Broken shell with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported via regulatory agency left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency left side rupture. Device has been explanted.